Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the returned generator. No obstructions were observed in the pulse generator header lead cavity or the connector blocks. The pulse generator header lead cavity was tested and was within specification requirements. Review of the downloaded data shows high impedance on (B)(6) 2016 with an impedance value of 5,475 ohms. The results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored while the pulse generator was placed in a simulated body temperature environment and showed no signs of variation in the output signal demonstrating the expected level of output current. Electrical evaluation showed that the pulse generator performed according to functional specifications. The report of low a near end-of-service condition was not duplicated in the analysis. The battery measured 3.061 volts and shows the intensified follow-up indicator had not been set. The downloaded data showed 4.498% of the battery had been consumed with a voltage of 3.294 volts. However, the data also showed a minimum voltage value of 1.788 volts with an estimated time of occurrence on (B)(6) 2016, which was after explant of the device. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the explant procedure, which may have been the contributing factor. Other than the noted event of low minimum voltage, there were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing surgery due to high lead impedance which was discovered to have been related to an incomplete lead pin insertion (reported in MFR report# 1644487-2016-02081). During the surgery the patient's generator was identified to be at near end-of-service. The near end-of-service condition was not expected as the device had been implanted on (B)(6) 2016. The generator was replaced due to the low battery condition. Review of the device history record revealed all specifications were met prior to distribution. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.

Event description:
The explanted device was received 11/08/2016. Analysis is underway, but has not been completed to-date.